Event description:
It was reported that concerns were raised regarding loss of capture (loc) in this left ventricular (lv) lead. The lv output was increased from 2 volts (v) to 5 v; however, the morphology in the presenting electrogram (egm) remained unchanged. No adverse patient effects were reported. This lv lead remains in service.